Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 18mmx2.75mm target lesion was located in the severely tortuous and severely calcified mid left circumflex artery. A 2.75x20mm promus element drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross and after withdrawal, the proximal portion of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.